Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. No blood detected on the jaw, though specs of blood were observed on the handle. The heater wire was flexed away at the top and center of the hot jaw and remained attached at the base. Based on the condition of the device as returned, the reported failure "bent wire" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed the tip was deformed on the vasoview hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed the tip was deformed on the vasoview hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.